Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional after surgery patient reported about his quality of vision. Patient experienced post operative surprise in results. So, surgeon was planning to exchange the lens. No patient injury was reported. Additional information has been received and it states that on day 1 of post operation patient had a slit lamp examination it shows that the patient had mild corneal edema and conjunctiva had congestion with subconjunctival hemorrhage (sch). After post 5 weeks of surgery iol (intraocular lens) was repositioned. Additional information has been received and it states the clinical evaluation revealed slight iol decentration in the capsular bag and the patient outcome was satisfactory post-intervention. Iol redialing performed as a secondary procedure.